Event description:
It was reported that following the implantation of a miniarc precise the patient experienced pelvic pain that was "completely resolved with steroid injections." It was also reported that the patient had "developed fecal incontinence". No further patient complications have been reported in relation to this event. Related to manufacturer report #: 2183959-2015-00380. Related to manufacturer report #: 2183959-2015-00379.